Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that, customer received low battery alert and also reported blank & frozen display. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue use of the device and the insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
On september 2, 2022 customer called in with the following concern: patient said his device just went dead. He got a low battery alert prior, so he inserted a new battery, but it won't turn on. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thump software) for reference. Proceeded with the following testing to assure proper functionality of the device . Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short. Device also receive with cracked case (battery tube), faded serial number label and corroded battery tube. In conclusion, customer concern was not confirmed during testing. Device powered up properly after battery installation and was tested successfully. However, after cutting device open corroded electronic assembly was noted causing intermittent electrical short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported that they got a low battery alert prior so they inserted a new battery but insulin pump did not turn on. Customer used 3 different new batteries already but still nothing's coming up on the screen. Customer stated that the display was not blank less than 30 seconds and did not return. Insert battery alarm did not display on the pump screen. Customer stated the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.